Event description:
It was reported that during testing the tip of the micro drill long straight attachment was found to be broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event for nose cone separating was confirmed by the qa technician through visual inspection. The nose cone had separated from the housing and was off the attachment. The attachment is not a repairable device and will therefore not be returned to the user facility.